Event description:
I would like to be sent a new dental protector in place of the damaged one I have sent in with this survey. I have already been in contact with customer complaints via email and he advised me that my damaged protector would be sufficient as my proof of purchase as I do not have the sales receipt. I look forward to retrying another dental protector and having my teeth protected from grinding at night.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.